Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 1" issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started on (B)(6) 2010, at 9:00 am. Due to the alleged issue, the patient mentioned that she stopped taking her fast-acting humalog insulin on (B)(6) 2010. On (B)(6) 2010, the patient claimed that she developed a symptom of frequent urination because of the alleged issue. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of frequent urination which can be associated with a serious injury after the alleged issue began.